Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she changed her set last night and this morning she woke up and she didn't feel good. She checked her blood glucose and it was 484 mg/dl. Corrected and laid back down, current blood glucose was 335 mg/dl. Customer doesn't thinks the blood glucose is lowering as fast as he thinks it should be. Customer's symptoms were thirsty, headache, and very tired. Customer was advised to change the complete set, reservoir, and insulin. Customer agreed and stated she will call back if issues persisted. The insulin pump is not returning for analysis.